Manufacturer narrative:
Conclusion: the complaint reports an infection. There is no report of device malfunction and all devices are sterilized through validated method and sterilization certificate is on file for all lots of devices. It is probable that the irritation occurred post procedure through site care or because the device was utilized in a shallow tissue tract, but this cannot be determined without additional information.

Event description:
Deployed successfully without issue. On (B)(6) 2021 patient returned with redness and swelling at the access site. A culture determined it was a staphylococcus infection. Antibiotics were giving but did not have an effect. The surgeon opened the access site drained the area and the wound was packed. Patient was admitted for 5 days but has been discharged.